Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: necrosis and capsular contracture, baker grade iii.

Event description:
Patient reported they have "had a shell (tissue necrosis), located under the breast, "pain", left breast is "higher and harder". Patient later reported capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade iii. The device has been explanted and replaced with a new device.